Event description:
After preparation of guide wire and ultraflow, both devices were introduced into pt at the same time. During distal positioning of the catheter with contrast injections, a leak was observed at the proximal zone of the catheter. The system was retrieved without further issue. There was no pt sequelae as a result of this event.

Manufacturer narrative:
The evaluation report has not been finalized at this time, but it is expected to be completed soon. Once the eval report is completed, a follow-up report will be sent.